Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2016-01097, reference MFR. Report#: 1627487-2016-01099, reference MFR. Report#: 1627487-2016-01100. It was reported the patient has been receiving inadequate therapy since falling numerous times. Reprogramming was unable to provide satisfactory therapy. An impedance check revealed low impedance. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 4:reference MFR. Report#: 1627487-2016-01097,reference MFR. Report#: 1627487-2016-01099,reference MFR. Report#: 1627487-2016-01100.follow-up revealed the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.